Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative troponin I (tni) results on triage cardiac panel vs. Access. One sample was repeated using a different meter and gave different results.